Event description:
The facility's nurse reported to baxter (B)(4) that a 3l three-way empty bag had a cracked bag. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is available for evaluation; however, the sample has not yet been received. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.